Event description:
It was reported that a perforation occurred. A farawave catheter and amplatz super stiff guidewire were selected for use in an atrial fibrillation ablation procedure. During the procedure, when getting access in the groin the guidewire kinked and perforated the patient's right iliac vein. The patient experienced perforation, blood loss, hemorrhage and cardiac arrest. Also, abdominal surgery was required. The patient is still at the hospital.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. We haven't received any response yet through our good faith effort.

Event description:
It was reported that a perforation occurred. A farawave catheter and amplatz super stiff guidewire were selected for use in an atrial fibrillation ablation procedure. During the procedure, when getting access in the groin the guidewire kinked and perforated the patient's right iliac vein. The patient experienced perforation, blood loss, hemorrhage and cardiac arrest. Also, abdominal surgery was required. The patient is still at the hospital.

Manufacturer narrative:
H6 - device codes: updated. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. We haven't received any response yet through our good faith effort.